Manufacturer narrative:
Corrected product code.

Event description:
(B)(6) 2023: abaxis union city, technical support received a call from a laboratory director reporting low potassium (k+) using the comprehensive metabolic panel (cmp) on the piccolo xpress analyzer. The patient was a 58-year-old male who entered cedar park emergency room after falling.

Manufacturer narrative:
(B)(6) 2023: abaxis union city, technical support received a call from a laboratory director reporting low potassium (k+) using the comprehensive metabolic panel (cmp) on the piccolo xpress analyzer. The patient was a 58-year-old male who entered cedar park emergency room after falling. The following results were provided: (B)(6) 2023:1830 -blood was drawn from the patient and analyzed (whole blood) using the piccolo cmp lot #3052db1 on the piccolo xpress analyzer sn (B)(6). Results: potassium(k+): 2.1mmol/l (reference range 3.6-5.1mmol/l) (B)(6) 2023: unknown time: qc ran and passed . (B)(6) 2023:0855: the patient was administered 60 ml- unknown treatment. (B)(6) 2023:0837: the patient was administered a chloride injection. (B)(6) 2023: unknown time: blood was drawn from the patient and analyzed (whole blood) the piccolo cmp lot #3052db1 on the xpress piccolo analyzer sn (B)(6) results: potassium (k+) 2.8mmol/l (reference range 3.6-5.1mmol/l) it is standard procedure for the laboratory to run a metlac panel and comprehensive metabolic panel subsequently. This patient is the same patient related to report 2939693-2023-00002. This rotor report is the rotor subsequently ran after the metlac 12 panel. The facility does not keep patients overnight. The patient was discharged within 24 hrs. The laboratory director stated it was unknown if the patient exhibited any clinical signs or the details regarding the blood draw process and stated that the piccolo xpress analyzer and rotors were working fine and declined to send the instrument and rotors in for evaluation. (B)(6) 2023 quality investigation received: a review of the batch record for lot 3052db1 confirmed there were no unacceptable readings for potassium, and the lot met all release criteria with no deviations during manufacturing. A review of the complaint data showed a total of 14,510 rotors were manufactured and shipped. The complaint rate for low potassium on this rotor lot is 0.014%. There has been no observed trend for low potassium over the last 12 months ending (B)(6) 2023. There has been no reported patient impact contributing to patient injury or hospitalization. No further action is required at this time.